Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number patient demographics. Citation: journal of laparoendoscopic & advanced surgical techniques volume 29, number 9, 2019; doi: 10.1089/lap.2019.0329 - (B)(4).

Event description:
It was reported via journal article: "title: transanal minimally invasive surgery for benign and malignant rectal lesions: operative and oncological outcomes of a single center experience" author/s: gal westrich, md, moris venturero, md, gal schtrechman, ms, david hazzan, md, marat khaikin, md, aviram nissan, md, ron shapiro, md and lior segev, md1, citation: journal of laparoendoscopic & advanced surgical techniques volume 29, number 9, 2019; doi: 10.1089/lap.2019.0329. The aim of this retrospective study was to review the experience with the transanal minimally invasive surgery (tamis) procedure, including mid-term oncological outcomes. Between july 2011 and november 2017, a total of 40 tamis procedures were performed for 38 patients (male=31, female=9; mean age=67 years). During the procedure, suturing of the defect after resection of the lesion was performed in 32 of the cases, using either vicryl suture (ethicon) or vloc suture. Reported complications included fever (n=?) Treated with antibiotics; postoperative bleedings (n=?) Of which 1 required hemostatic suture; intraperitoneal perforation (n=?) Treated with laparoscopic loop sigmoid colostomy for diversion. Four patients were required re-hospitalization in the 30 days following surgery; 1 due to fever, 2 had postoperative bleeding and 1 had suffered from perforation of the rectum. In conclusion, the tamis procedure is an acceptable option for local excision of rectal lesions for carefully selected patients. It has overt benefits of lower morbidity and easier recovery compared with radical surgery. When it is utilized for early-stage rectal cancers, high-risk pathological features should prompt a completion proctectomy.